Manufacturer narrative:
Concomitant medical products: 2088tc, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted. It was indicated that the cause was cardiac resynchronization therapy defibrillator (crt-d) electromagnetic interference. The crt-d remains in use. No patient complications have been reported as a result of this event.